Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('uterine perforation'), autoimmune disorder ('received treatment for autoimmune') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 663256) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, ovarian cyst and vaginal discharge. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage (" abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract problem"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines / headaches"), nausea ("nausea"), abdominal pain ("abdominal pain"), back pain ("back pain"), pain in extremity ("legs pain/fingers pain"), depression ("depression") and hypoaesthesia ("numbness in arms, legs and fingers") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, autoimmune disorder, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, migraine, nausea, abdominal pain, back pain, pain in extremity, depression, weight increased and hypoaesthesia outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hypoaesthesia, menorrhagia, migraine, nausea, pain in extremity, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for autoimmune. Discrepancy noted in essure insertion date (B)(6) 2009. Six coils noted sticking out from the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: findings consistent with history of recent bilateral tubal ligation. Filling defects at the uterine cornua are likely also related to recent tubal ligation. Imaging procedure - on an unknown date: essure confirmation test - bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: leg pain, abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('uterine perforation'), autoimmune disorder ('received treatment for autoimmune') and genital haemorrhage ('abnormal bleeding (general)') in a 39-year-old female patient who had essure (batch no. 663256) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, ovarian cyst and vaginal discharge. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines / headaches"), abdominal pain ("abdominal pain"), back pain ("back pain"), depression ("depression") and pelvic pain ("pain") and was found to have weight increased ("weight gain"), 9 months 25 days after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract problem"), nausea ("nausea"), pain in extremity ("legs pain/fingers pain") and hypoaesthesia ("numbness in arms, legs and fingers"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, autoimmune disorder, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, migraine, nausea, abdominal pain, back pain, pain in extremity, depression, weight increased, hypoaesthesia and pelvic pain outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hypoaesthesia, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for autoimmune. Discrepancy noted in essure insertion date (B)(6) 2009. Six coils noted sticking out from the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: findings consistent with history of recent bilateral tubal ligation. Filling defects at the uterine cornua are likely also related to recent tubal ligation. Imaging procedure - on an unknown date: essure confirmation test - bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: leg pain, abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: plaintiff fact sheet received. Event per pfs: pain. Concomitant drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('uterine perforation'), autoimmune disorder ('received treatment for autoimmune') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 663256) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, ovarian cyst and vaginal discharge. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage (" abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract problem"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines / headaches"), nausea ("nausea"), abdominal pain ("abdominal pain"), back pain ("back pain"), pain in extremity ("legs pain/fingers pain"), depression ("depression") and hypoaesthesia ("numbness in arms, legs and fingers") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, autoimmune disorder, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, migraine, nausea, abdominal pain, back pain, pain in extremity, depression, weight increased and hypoaesthesia outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hypoaesthesia, menorrhagia, migraine, nausea, pain in extremity, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for autoimmune. Discrepancy noted in essure insertion date (B)(6) 2009. Six coils noted sticking out from the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: findings consistent with history of recent bilateral tubal ligation. Filling defects at the uterine cornua are likely also related to recent tubal ligation.. Imaging procedure - on an unknown date: essure confirmation test - bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: leg pain, abdominal pain, pelvic pain. Most recent follow-up information incorporated above includes: on 14-oct-2019: this case was upgraded into incident from other event. Pfs and mr received- new events abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia, bladder disorder, urinary tract problem, dysmenorrhea, dyspareunia, fatigue, hair loss, migraines / headaches, nausea, abdominal pain, back pain, leg/fingers pain/arms pain, fallopian tube perforation, uterine perforation, depression, weight gain, numbness in arms, legs and fingers were added. Reporter and patient demography added. Medical history, lot number and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.